Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this right atrial (ra) lead was part of a system revision due to infection with sepsis. Additional information indicated that the physician encountered removal difficulty during the procedure. This ra lead was explanted. No additional adverse patient effects were reported.